Event description:
Home pt reports calling baxter's technical service center for assistance in ending treatment after spiking a new solution bag on to the already spiked heater line spike of the homechoice set while troubleshooting through an alarm situation during homechoice treatment. Home pt completed treatment by performing a manual exchange. No pt injury or medical intervention required per unit rn.